Event description:
Consumer reported complaint for high and erratic blood glucose test results. Friend is calling on behalf of the customer. The customer called concerned with test results from results obtained of 202, 194, and 195 mg/dl. The customer stated their expected am fasting blood glucose test result range is 100-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 09/23/2026 and per the customer the open vial date is 3 weeks. The meter memory was reviewed for previous test result history: result 1: 146 mg/dl date: 1/5 time: 9:44am fasting result 2: 202 mg/dl date: 1/2 time: 12:22pm fasting result 3: 194 mg/dl date: 1/1 time: 11:03am fasting result 4:195 mg/dl date: 12/31 time: 11:52am fasting. Result 5: 138 mg/dl date: 12/30 time: 8:29am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 20-jan-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 05-mar-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: strips were not returned. Meter was returned for evaluation. Reported defect not reproduced on returned meter most likely underlying root cause: (B)(4): user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.